Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopy assisted distal gastrectomy, when the handle was inserted into the power shell, activation sound was heard for a moment, but the screen became dark and activation stopped. Another device was used to complete the case. There was no patient injury.